Event description:
A customer reported to beckman coulter, inc. (Bec) that access 2 immunoassay system generated a lower than expected testosterone result below the stated normal reference range for one patient. The result was reported out of the laboratory but did not match the patient's clinical history. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a 16mm serum tube, and centrifuged for twelve minutes. The exact centrifugation speed has not been supplied to date. The sample was aliquoted to and analyzed from 2ml sample cups. Per the customer supplied qc charts, both levels of testosterone qc prior to the event were within the established ranges. Per the customer supplied documentation, routine system checks were performed on (B)(6) 2011 and (B)(6) 2011, and both passed within the instrument specifications. The customer stated to bec customer technical support (cts) that there are no issues with other assays at this time and that there were no errors posted to the event log in conjunction with this event. The sample type selected for this reported result was "other", not "serum", thus using the instrument default units of ng/ml. Therefore, the results obtained are correct for the units that were selected to report the values. However, the customer's lis system is most likely hard-coded to list all testosterone results as ng/dl thus causing a discrepancy in the results. The cts offered to have service verify instrument performance but this option was declined by the customer. Although a definitive root cause has not been determined to date, use error may have contributed to this event.